Manufacturer narrative:
(B)(4). The pipeline flex is currently in transit to the manufacturing site. A follow up MDR will be submitted when evaluation of the device is complete.

Event description:
Medtronic received report that the distal section of a pipeline flex did not open during a procedure. The patient consented to aneurysm coiling with the possibility of pipeline flex placement. The patient was being treated for an unruptured, saccular aneurysm in the proximal internal carotid artery (ica). The aneurysm measured 9mm max diameter and 6-7mm neck diameter. Landing zone artery size was 4.31mm distal and 3.65mm proximal. The vessel was minimally tortuous. A continuous heparinized saline flush was used during the procedure. The aneurysm was successfully coiled. The physician attempted to implant a pipeline flex. It was reported that at deployment, resistance was experienced in the distal section of the microcatheter. The distal section of the pipeline flex did not open, then the pipeline flex became stuck. The pipeline flex was resheathed and removed from the patient. The physician decided to only coil the aneurysm. There was no report of patient injury as a result of this event.

Manufacturer narrative:
Device available for evaluation - type of follow up: device evaluation, additional information. Device evaluated by manufacturer - additional information. Evaluation codes - additional information the pipeline flex delivery system was returned for evaluation. As received, the pipeline flex delivery system was within the catheter. The pipeline flex push wire appeared to be bent at a segment near the proximal end. The distal end of the pipeline flex was found not opened due to damaged braid and the proximal end was found fully opened with damaged braid. Based on the reported information and analysis findings, the complaint of pipeline flex failure to open on the distal end was confirmed. It is possible that the reported resistance may have contributed to the issue, subsequently causing the pipeline flex delivery system to become damaged. However, the cause for the resistance could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture. Per pipeline flex instructions for use (IFU), the user should "discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury.¿